Event description:
On (B)(6) 2018, a 22mm amplatzer septal occluder (aso) was selected for implant. During implant, the second disc deployed in a "cobra" shape. The occluder was removed and re-inserted, but the "cobra" shape was still occurring. The device was removed and a different 22mm aso was attempted. During implantation of the second 22mm aso, the device would move from the right atrium to the left atrium. Despite toe during the procedure, the occluder would not stabilize to the patient's anatomy. The atrial septal defect was re-measured and found to be oval. The second 22mm aso was removed due to patient anatomy. Due to patient anatomy the patient will be reschedules a few days later for surgery. The procedure was not significantly extended. The patient is reported stable with no consequences.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Device returned:. The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.